Event description:
It was reported that, pt was revised due to periprosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Device history review indicated the reported devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding peri-prosthetic fracture. There have been no other events for the reported lot ID. The root cause could not be determined with the limited info provided at the time of evaluation. Additional info (including x-rays and medical records) was requested, but not made available. Should additional info become available, the evaluation summary will be submitted in a supplemental report.